Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided.4. Implant date - estimated. The devices were not returned for evaluation. A review of the lot history records could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, cerebrovascular accident and occlusion are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary procedures. A conclusive cause for the reported myocardial infarction, cerebrovascular accident and occlusion, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths reported in the article and in are filed under a different medwatch MFR number. Attachment. Literature title : percutaneous coronary intervention vs coronary artery bypass grafting in patients with left main coronary artery stenosis: a systematic review and meta-analysis. Na.

Event description:
This is filed for the adverse events. It was reported through a research article that xience stents may be related to death, myocardial infarction, target lesion revascularization, stroke, stent occlusion, and re-hospitalization. Specific patient information is unknown. Additional information can be found in the attached article "percutaneous coronary intervention vs coronary artery bypass grafting in patients with left main coronary artery stenosis: a systematic review and meta-analysis". Please see article for additional information.